Event description:
It was reported that the patient underwent a posterolateral fusion using rhbmp-2/acs. An unknown time post-operatively the patient required an irrigation and debridement procedure.

Event description:
It was reported that the patient underwent a posterolateral fusion l3-l4 due to spondylolisthesis, stenosis, and a failed prior fusi on/pseudoarthrosis at the site. 8 ccs of rhbmp-2/acs were used. Estimated intraoperative blood loss was 1200 ccs, or time was 231 min, hospital stay was 192 hrs. Two months post-op, the patient underwent an irrigation and debridement procedure of the lumbar wound. The patient returned to work 324 days post-op. The patient was last seen 24 months post-operatively; no additional complications were reported.

Manufacturer narrative:
Mastergraft granules. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.